Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The rate control knob was broken, which caused it to slip on the rate encoder. The lcd (liquid crystal display) was also out of specification, with missing segments. Two side bail covers, the battery release, lead flex cover, and battery drawer o-ring were found to be contaminated. The upper/lower cases and ring cover were broken, and the ring was bent.

Event description:
It was reported that the rate of the external pulse generator (epg) could not be adjusted above 80 beats per minute (bpm). Additional information was subsequently received reporting that the epg was in use on a patient when the dial to increase the rate was not working. The epg was replaced. It was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the rate of the external pulse generator (epg) could not be adjusted. The epg will be returned for service. There was no patient involvement indicated.